Event description:
Boston scientific received information that the patient was undergoing a revision procedure for a competitor's product and impedances were reported to be normal prior to the changeout. The right ventricular (rv) coil was disconnected and reconnected, and then the impedances on the svc coil were >200 ohms. The physician reconnected the rv lead twice. The rv coil was within normal limits; however, the svc coil remains out of range. Boston scientific technical services (ts) was unable to explain the increase in svc coil impedance and discussed the possiblity of a fracture. Attempts to obtain additional information were unsuccessful. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.